Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is in progress and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that the machine alarmed for a blood leak, the pump stopped, and the lines were clamped immediately. Blood was not visible, but the dialysate tested positive for blood. The blood flow rate was 400 ml/minute. The pt lost a circuit of blood, about 250-300 ml. He was asymptomatic and was fine; no medical intervention was required. Treatment was initiated with a new set-up. His epogen frequency was increased from 1x/week to 3x/week for one week's duration. The pt is doing well